Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number: (B)(6) had a cracked screen, and the customer did not recall how the damage occurred; blood glucose was not impacted and a replacement device was arranged with return instructions provided. Symptoms included no adverse clinical effects. Outcomes included continued use of the customer¿s cgm setup while awaiting the replacement and no interruption to glucose management. Investigation included collection of event details through customer interview and logistical assessment for replacement and inspection of returned device. Investigation of this device revealed physical damage to the pump¿s display hardware, consistent with a cracked or broken screen, with no associated device malfunction impacting therapy. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from an unknown external source.